Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge leaked. A new cartridge was loaded to address the event. The customer experienced a blood glucose (bg) level ranging between 168-358 mg/dl and moderate to high levels of ketones resulting in an emergency room (ER) visit. While in the ER, the customer received treatment in the form of fluids and insulin.